Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On january 12, 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began when she first obtained the meter at approximately 12pm on (B)(6) 2016. The patient alleged that the meter is continually reading approximately "100 mg/dl" higher than her other devices. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). On (B)(6) 2017 at approximately 10pm the patient claimed that she tested her blood glucose on the subject meter with a reading of 150 mg/dl. In response to this the patient stated that she took less food and drink. Approximately 1 hour later the patient developed the symptoms of "confusion, sweaty, nausea". At this time the patient tested her blood glucose on her freestyle meter with a reading of "30 mg/dl". The patients husband immediately treated her with food and drink. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.